Event description:
Patient running on plasmapheresis, received alarm of moisture in centrifuge detected, opened centrifuge, and found blood inside compartment with a break in the centrifuge line on the yellow side.

Event description:
Patient running on plasmapheresis, received alarm of moisture in centrifuge detected, opened centrifuge, and found blood inside compartment with a break in the centrifuge line on the yellow side.